Manufacturer narrative:
(B)(4). During the 12 month preventive maintenance service, the covidien field service engineer (fse) replaced the head light emitting diode (led) printed circuit board assembly (pcba). The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during preventive maintenance, a ventilator graphic user interface (gui) generated a "gui inop alarm message and the alarm light test failed. There was no patient involvement.